Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found the alarm powers up and the nurse call light came on when it should. The nurse call cable fits loose inside the receptacle and if wiggled the light at the nurse call test fixture will turn on and off intermittently. The alarm's nurse call receptacle is not sitting flush with the alarm case. There are loose parts heard inside the unit. Note: posey instructions for use has a statement: proper handling and use: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe alarm if the audible alarm does not sound. (B)(4).

Event description:
Customer reported that they had to push in on the alarm connector to get the unit to send out an alarm to central nurses station. The customer reported that it seemed the connector on the unit may have been some what loose for the 1/4" cord end. There was no pt incident or injury reported.